Manufacturer narrative:
(B)(4). Results: endoleak, deployment failures. Cause of endoleak unknown. For cannulating and deploying outside the gate. For neck diameter less than 19mm. Conclusion: endoleak, deployment failures. For cannulating and deploying outside the gate. Cause of endoleak unknown. For neck diameter less than 19mm.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a fusiform 50mm diameter and 91 mm in length abdominal aortic aneurysm. The proximal neck was 18 mm in diameter. The right common iliac is 13 mm in diameter; the left common iliac is 11 mm in diameter. The right internal iliac artery is 7 mm in diameter; the left internal iliac artery is 10 mm in diameter. The right external iliac artery was 5 mm in diameter; the left external iliac artery was 6 mm in diameter. After deployment of the contralateral limb, it was realized that the guidewire used to cannulated the gate was not within the contralateral stub; this resulted in the contralateral limb being deployed outside of the bifurcated stent graft. Prior to deployment, the physicians and staff believe the guidewire to be cannulating the gate successfully. To resolve the issue, the physician coiled the proximal side of the contralateral limb and a fem-fem bypass was performed. Final dsa showed a possible type IV endoleak (blush), which may have come from the contralateral gate of the main body. The leak was small no additional intervention was performed; the patient will be monitored. If the leak persists, the physician plans to also coil the contralateral gate. Nine days later a contralateral limb was deployed outside of the patient body, and it was turned upside down and it was put it back in the graft cover again. Then, the delivery system was delivered and deployed like aui. There was a blush type IV endoleak. No additional clinical sequelae were reported and the patient is fine.